Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the lead was damaged at implant. There was a tip seal observation. The distal conductor had blood/body fluid (not obstructed). There was blood in/on the helix/lobe mechanism and the helix/lobe mechanism (sleeve head). The inner tubing was kinked/buckled.

Event description:
It was reported that during the implant attempt, the helix of the right ventricular lead was unable to advance. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.